Event description:
It was reported that during implant attempt, the lead was attached. When trying to reposition the lead, the helix would not re-extend. The lead was removed and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. Analysis of the returned lead found no anomalies. Visual analysis noted that all conductors have blood/body fluid present but are not obstructed, the outer insulation is breached cut and there is also blood in/on the helix/lobe mechanism and the sleeve head. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector, damaged at implant.